Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
Approx five months post index procedure, the pt started having symptoms with heaviness and pain in her left arm. The pain went away after taking nitroglycerin sl tabs. Approx seven months post index procedure, the pt experienced pain and went to the hosp. The pt indicated that an angiogram was done and it revealed that there was "scar tissue that created a blockage". The physician wanted to implant another stent but the pt refused. Instead, the physician did angioplasty with a rotablator balloon. The pt indicated that she had a 3.5 x 28mm cypher stent implanted in the circumflex in 5/06 due to scar tissue that had developed from her bypass surgery.